Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7fr sheath, after a diagnostic procedure. Reportedly, a suture break occurred. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Inspection of the returned device indicated that both cuffs captured the needles. The whole suture and suture trimmer were not returned with the device for analysis; therefore, the reported suture break could not be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture break incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.